Event description:
A bipap a30 was returned to a third-party service center for service. There was no serious patient harm or injury reported. There was no evidence the device was in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating the device is exceeding the requested pressure settings for 10 seconds, there was a high-pressure sensor reading or a large amount of drift or a pinched/blocked tubing was confirmed in the event log. No components were replaced to address the issue. The device was scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.